Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('novasure ablation') in a 29-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included ovarian cyst, vaginal bleeding and cramp in lower abdomen. Previously administered products included for allergy: meloxicam and tramadol. Concurrent conditions included latex allergy (itching), vegetable allergy (itching. Allergic to green peppers, strawberry) and menorrhagia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient underwent endometrial ablation (seriousness criterion medically significant), 2 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('novasure ablation') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included ovarian cyst, vaginal bleeding and cramp in lower abdomen. Previously administered products included for allergy: meloxicam and tramadol. Concurrent conditions included latex allergy (itching), vegetable allergy (itching. Allergic to green peppers, strawberry) and menorrhagia. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Case became serious incident as removal was done. Reporters information and medical history were added. Event adverse event nos was updated to pelvic pain. Event added: novasure ablation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.